Event description:
It was reported that one hour post pulse generator implant, the patient complained of diaphragmatic stimulation. Interrogation found that the atrial lead was unable to sense and when an atrial pacing pulse was delivered, the patient experienced diaphragmatic stimulation. The patient was taken back to the operating room and the lead was successfully repositioned.

Manufacturer narrative:
Na